Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent an unspecified spinal procedure (deformity case). Intra-op, while tightening the implant, it broke. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.